Event description:
The customer reported obtaining low vacuum errors while running the coulter lh 780 hematology analyzer in open vial mode. The customer also reported noticing a leak from the probe in open vial mode, when running samples, following the backwash cycle. The customer indicated that approximately 0.1 ml of diluent leaked. The customer stated that patient results were not affected and there was no change or effect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a disconnected tubing at port 8 causing diluent to leak from the blood sampling valve (bsv) and probe. The fse replaced the tube at port 8 on the bsv to resolve the leak and low vacuum errors. Failure mode of the leak is attributed to a disconnected tubing at port 8 on the bsv. (B)(4).